Manufacturer narrative:
(B)(4). Report source: foreign country - (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, the devices are currently implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a tmj revision will be performed. A request was received to manufacture a custom bilateral tmj. The patient scans provided show existing tmj implants and a plate on the left side. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. These implants were removed in a revision; therefore the complaint is considered confirmed. It was identified through the patient's scan that some unidentified tmj implants will be removed and replaced with a patient-matched tmj. The distributor reported in an additional correspondence that the reason for the revision was neuropathic facial pain, that the revision to the left side was successful, and the parts will not be returned. A review of the provided scans shows that the patient had a replaced left tmj with both mandible and fossa components and an unidentified reconstruction plate on the lower left mandible. No product was returned, therefore no functional tests or inspections could be performed. The cause of the pain could not be determined based on the materials provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. The instructions for use (IFU) for this product warns of the potential for complications. It states in the section titled adverse events: facial swelling and/or pain. Facial nerve dysfunction. The IFU also states in the section titled patient counseling information: discussion of the following points is recommended prior to surgery. The risks associated with a total tmj system (see warnings and adverse events). Post-operative pain relief and return of function varies from patient to patient.

Event description:
Additional information was received. It was reported the revision was performed for the left side only "as planned". The reason for the revision was neuropathic facial pain. The part numbers and lot numbers of the explanted devices are unknown. The hospital will not return the devices for evaluation.